Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that the insulin pump has not delivering insulin. Customer's blood glucose was unknown mg/dl. The patient is not with the father but she on her way home. The customer's father was advised to have her remove set, check it and change it. The customer will call back.